Event description:
Reporter alleged 5 sets of discrepant blood glucose values: hi (>600 mg/dl, 300 mg/dl, & 200 mg/dl; 161 mg/dl, & 324 mg/dl; 108 mg/dl, & 210 mg/dl; 199 mg/dl, & 90 mg/dl; 306 mg/dl, & 57 mg/dl. When each set of tests were taken within 10 minutes on the advantage system. The reporter did not allege symptoms, treatment or actions based on results. No adverse events related to the alleged malfunction were reported. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
Additional concomitant medical products and therapy dates:aspirin - 81mg dailyhydrocodone - 7.5/500mgoxybutynin - 5mg twice dailypotassium - 20mg dailyrantadive hcl - 150mg - 1 or 2 dailyaricept - 5mg dailyhumulin 70/30 - dats unk - 40u twice daily